Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) level of 436 mg/dl on (B)(6) 2018. While at the hospital, the customer delivered a bolus via the pump to address bg level. Reportedly, the customer alleged that the pump suspended insulin delivery; however, was unable to provide additional information. The customer was released from the hospital on (B)(6) 2018 with no permanent damage sustained and the issue resolved. Multiple attempts were made by tandem technical support; however, the customer declined to upload the pump data logs.